Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the complaint of blurred vision, lens was subluxated. Not enough information was provided from the account to properly complete an investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A health authority reported that during a cataract extraction with intraocular lens (iol) implant procedure, the intraoperative suspensory ligament was not completely broken. One month following the procedure the patient experienced blurry vision. The lens was subluxated. The iol was removed.